Event description:
It was reported that stent damage occurred. A 18x90mm wallstent endoprosthesis was selected for use for a stenting procedure in the left iliac vein. While the physician was attempting to deploy the stent, the stent collapsed on itself. The physician then had to use a 16x90mm wallstent endoprosthesis, however, the same issue began to occur when the physician attempted deployment. The stent was retracted and removed. Another 16x90mm wallstent endoprosthesis was then used to complete the procedure with no issues. There were no patient complications and the patient was fine post procedure.